Event description:
Medtronic received information that during use of an autolog wash kit device, it was reported that the device had a cracked bowl and leaked blood. There was no information on the amount of blood lost, but it was not enough to require a blood transfusion. Issue occurred during filling the bowl, no error warning message. There were no visual, audible or performance abnormalities, and no blood was discarded because of this issue. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a broken straw. The bowl was run using deionized water. During the run the wash kit was noisy, and the device stopped with an error message displayed. The reason for return was confirmed. Correction d3 (MFR name), d3.6 (postal code), d4.4 (lot #) <(>&<)> d4.5 (unique identifier (UDI) #): these fields have been updated. Correction h6.1 (device codes (fdd/annex a)): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.